Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Additional information received from legal on 03-oct-2023. Legal case ¿ (B)(6). Patient ID: hector rodriguez rk rev 1. Related (B)(4) rk rev 2. 8. Plaintiff was implanted with the following exactech device: optetrak logic 9. Leg in which the exactech device was implanted: right. 10. Date the exactech device was implanted: (B)(6) 2015 11. State in which the exactech device was implanted: (B)(6). 12. Date the exactech device was surgically removed/revised: (B)(6) 2023. 13. Plaintiff has suffered the following injuries and complications as a result of this exactech device: pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff¿s mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. Plaintiff¿s ability to perform normal physical activities has been consequently limited. No device return anticipated due to this being a legal case. Unable to locate patient in ebi. No serial numbers available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. Original description summary. Legal case hector rodriguez right knee total revision. As reported via legal documentation the patient had a right knee replacement on (B)(6) 2015. Approximately 7 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: debris synovitis and debonding femur with loose femoral component no bone loss. No complications. Ebi initial surgery unable to be located. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No item description provided. Serial number (B)(6) provided. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 95 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, discomfort, pain, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.